Event description:
Report received indicated that after inserting the device and connecting the power injector to the hub a leakage was noticed approx 5 cm from the hub. Another device was used for the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.